Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the 14 broach was approximately 4mm proud; however, it was felt that the stem was likely a 15, and rather than sinking a 13 all the way it would be better to leave it proud and use a minus head in order to get better fit in the stem. A 14x150 bi-metric stem was inserted using standard technique. Leg lengths equal with good rom at end of procedure, no further complications a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported during an initial left tha. While broaching the femur, the 14 broach sat 4mm proud which did not match the size of the intended stem. A 14 stem was placed and the procedure completed without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.